Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if the lead is returned, this report will be updated.

Event description:
Boston scientific received information that this implantable right ventricular pacing lead had dislodged. An invasive procedure was performed, the lead was explanted and successfully replaced. No adverse patient effects were reported.